Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contain in this report. The pt experienced leaking urine after urination, not emptying bladder, feeling of bulging from vagina and vaginal wall prolapse with cystocele and rectocele.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced leaking urine after urination, not emptying bladder, feeling of bulging from vagina, vaginal wall prolapse with cystocele and rectocele. No explant procedure was reported. Subsequent treatments and/or therapies were reported.